Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was hospitalized in a mental institution and after a week, was given 8 ect treatments. After the patient was released, the patient went back to their neurosurgeon and their control board said the patient¿s stimulator had been turned off for 2 months. It was noted that the patient had not touched it, the numbers regulating the strengths ab stimulation fluctuated on their own, and the patient was still having problems getting the pain regulated to the way it was before the surgery. The patient¿s concomitant medical products included prescription medications of percocet 5 3 to 5, tizanidine, gabapentin, flurazepam, vitamin d2 once a week, oxybutynin, zofran, and lorazepam, and otc medications of magnesium and tums. No further complications were reported/anticipated.